Event description:
In 2015 ibs, diverticulitis admitted to hospital, caused breakthrough seizures, 2016 diagnosed with pots, 2016 4 surgeries 32 "colon attached to spine 9¿ small intestine and lyses of adhesions. In 2017 lyses of adhesions all of these was ibs that turned to diverticulosis then diverticulitis and multiple surgeries. I stayed at (B)(6) for months during 2016-2017 my joints became weak and hips started clicking when I walked. In 2018 labral tear right hip surgery to repair. Doctor didn't know why it happened as I didn't do anything for this to happen, seizure activity increased 2 concussions, 2019 deviated septum, dry eye only rosacea treatment works, fatigue, memory diff, foggy thinking, anxiety, hair loss, multiple uti's, can't find my words, staying away from social activities, ongoing congestion. All began 6 months after first hospitalization 1 year after texture gummy allergan implants. Teaching job of 16 yrs could not accommodate my health needs and they retired me disabled. I take 18-20 meds a day. I was not like this at all. I continue to deal with all of these problems daily. The amount of pain, shame, loss of freedom, loss of job, having to be near a restroom at all times, sadness, medication, 7 specialist doctors is insane. My gastro surgeon said he¿d never seen anyone have the problems I had and the colon diverticulitis occurs in people in their 70¿s . I have an endocrinologist, cardiologist, gastrointestinal, dermatologist, neurologist, ophthalmologist, general and gynecologist, I see my doctors more than anyone other than the family in my house. Overall my health took an enormous hit after implants were put in 2014. Testing in progress. FDA safety report ID# (B)(4).